Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, an increase in pace impedances, and loss of capture. The rise in impedances was previously noted, but the lead was not going to be revised until the device change out procedure. At this time, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.